Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. The patient did not feel stimulation. The therapy was on. Symptoms reported were: loss of symptom relief. This was considered a gradual change in therapy/symptoms. Event date: (B)(6) 2015. The patient stated that last monday she saw the hcp (healthcare provider), and "he said at that time that everything was fine". On wednesday ((B)(6) 2015) she "started losing all control, with constant leaking and its gotten progressively worse". The patient increased the amplitude from 3.1 and says it didn't help and was not feeling stimulation. No falls or trauma were noted. Patient services had the patient synchronize with the patient programmer and the patient reported that the stimulation was on, and she was on program 3, and she was at 4.6v but didn't feel stimulation. The patient may call back if she needs help switching programs after speaking with hcp. Indications for use were noted as: gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information from the consumer reported that the loss of stimulation sensation was not resolved. The patient was not aware of any change in activity. The week of (B)(6) , she noticed an increase in the amount and times of voiding. On the (B)(6) , she was totally incontinent. She increased the setting and no matter how high she went, she felt nothing. On the (B)(6) , she called the doctor's office. They suggested to call the manufacturer and the patient was told the program needed to be changed. They were waiting on the manufacturers' representative.